Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device replacement procedure due to normal eri, insulation breach on atrial lead at the connector - lead body junction was observed. There were no electrical anomalies. The lead was repaired with lead repair kit. Patient¿s condition was stable.